Event description:
It was reported that the patient had a bent pin on their mobile power unit (mpu) connector. No alarms were noted. The patient was to receive a replacement mpu in clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage in the power connector of the mobile power unit (mpu) patient cable was confirmed. Visual inspection of mpu revealed broken off pin #8 (shield) in the patient cable's white power connector, this pin being broken off would not result in atypical alarms or effect system support. The mpu (serial number: (B)(6) was repaired by the abbott service depot by replacing the cable. The mpu was functionally tested per the mpu service process and passed all test steps. The repaired (B)(6) was returned to the customer site. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 27apr2021. Heartmate iii instructions for use (IFU) (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.